Event description:
Consumer reported complaint for error messages (e-2, e-3 and e-0) and high blood glucose test results. The customer is concerned with test results from result obtained of 500 mg/dl am fasting; customer did not disclose the date the result had been obtained. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer stated that she had to take her insulin without knowing what her blood glucose was to ensure it did not go too high. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/30/2023 and open vial date is 10/21/2022. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Same meter serial number, different test strips. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 08-dec-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications.